Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment, but could not cross the lesion. The device was removed; however, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product. Promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage with the stent stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination identified no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment, but could not cross the lesion. The device was removed; however, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.